Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion site would get infected easily. The customer also reported insulin would not get deliver to their body due to the infection at the site. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer reported the site was red, swollen, warm and had discharge. The customer reported cleaning the site with alcohol. The customer declined to return the product for analysis.